Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported two 4 french dual lumen provena PICC¿s, kinked in the axillary region over the last two days. No other information was provided. This report addresses the second device.

Manufacturer narrative:
It was originally reported that a review of production records was conducted. This semdr is being submitted to correct this. Production records could not be reviewed in this case as the subject batch number is unknown.

Event description:
It was reported two 4 french dual lumen provena PICC¿s, kinked in the axillary region over the last two days. No other information was provided. This report addresses the second device.